Event description:
The customer reported the sys kept shutting down and displayed a capacity disc failure. There is no report of death or serious injury.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The ac plug was evaluated and replaced. The hard drive was reformatted and the sys software was reloaded the sys was tested and found to be working as intended and returned to svc.